Event description:
Initial calcium result 1.0 mg/dl. Same sample repeated gave result of 9.9 mg/dl. The initial result was not reported. The field service representative determined the cause to be leakage from a reagent probe and 2 valves. The instrument was reapired.